Event description:
Customer reported, the system displayed a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, generator interface board, collimator, fluoro functions board and smart switch. Reloaded software and calibration files. System operates as intended.